Event description:
During a routine f/u, an episode with oversensing was recorded. Additionally, this episode shows a signal on atrial side despite no atrial lead connected to the device. An analysis of this episode is required.

Manufacturer narrative:
Dec 14, 2009. This event concerns a device that was mfg and used outside the u.s. The device model involved in this MDR is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). The analysis is pending.